Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scinnetific recieved information that this implantable crdioverter defibrillator (ICD) may have exhausted critical therapy as a result of possible inappropiate shock. The patient has rhythm i.d> programmed on in their device and was shocked while dancing. The physician thought these shocks were in response to supraventricular tachycardia or sinus tachycardia. Electrical re-programming was discussed.